Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak) 212 unapproved use of device (conical and 60-70 degree angulation). Patient's condition affected effectiveness of device (type ii endoleak) evaluation conclusion: user error contributed to event (conical and 60-70 degree angulation). Device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel mo rphology was reported as the aortic neck was challenging, it was conical and 60-70 degree angulation. The stent grafts were implanted without complications. The final angiogram revealed that there was a type I endoleak (possibility a type ii endoleak) however each time reliant balloon was used for modeling the endoleak diminished; however the type I endoleak did not completely resolve. The physician believes that the type I endoleak will resolve without further treatment. The patient will be brought back in 30 days and monitored by the physician. No clinical sequelae were reported, and the patient is fine.